Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "hole, non-specific." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d6b h6.

Event description:
MRI revealed rupture. The device has been explanted. Hole observed during surgery. No replacement.